Event description:
Pre-op hair removal done with cardinal electric clipper at right flank lower rib cage for kidney surgery. This prep was done with a wet prep kit from cardinal. We have had trouble with these clippers, we felt that a wet prep may better shield the skin from injury. We have seen limited success until this injury took place. This is now the fourth employee that has seen a skin injury with this clipper. At least half the area shaved was red, irritated with some areas having minor bleeding.